Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit flu a+b 30 test physician veritor 15 false positive results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit flu a+b 30 test physician veritor (mn# 256045), batch number 0136461. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using kit flu a+b 30 test physician veritor 15 false positive results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.